Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The patient remains on going with the implanted device and no further issues have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for gastrointestinal bleeding (gi). The hemoglobin (hgb) on (B)(6) 2016 was 6.2 g/dl with inr of 2.3. A colonoscopy was performed and no bleeding was identified. The patient also had a capsule colonoscopy done with no active bleeding observed. Since admission on (B)(6) 2016 the patient was transfused with ten units of packed red blood cells. The patient's hgb is currently 7.8 g/dl. The patient is 1a on the transplant list due to continued gi bleeding, and remains as an inpatient.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.